Manufacturer narrative:
Additional information: d10, h3, h6. An event of the device "not fully expanding when deployed" was reported. Following a simulated deployment, the initial bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. A CAPA for the initial bulbous shape was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
On (B)(6) 2020, the physician released the pfo occluder that did not fully expand when deployed.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, the physician released the pfo occluder that did not fully expand when deployed.